Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited cross-talk oversensing resulting in pacing inhibition with unknown duration. Programming changes were made to the device's sensitivity parameters and the pacing inhibition was resolved. All other measurements were stable. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.